Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-jun-2023. H6: investigation summary: a device history review was conducted for lot number 2322157. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Visual evaluation of the unit did not detect any observable abnormalities. Also, functional testing was performed on the returned device, the results indicate the device was without leakage under product specifications. Unfortunately without the ability to investigate the replicate failure mode our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported while using bd pegasus intravenous catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: blood leaked from the isolation plug of the base when the needle core was withdrawn after the puncture was successful.

Event description:
It was reported while using bd pegasus intravenous catheter leakage occurred there was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: blood leaked from the isolation plug of the base when the needle core was withdrawn after the puncture was successful.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.